Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. A partial implant was returned. It is not possible to verify which implant the partial came from. The other implant, the fractured partial implant, and suture were not returned. The insertion device has no visible defect. Bio debris is present. A functional evaluation showed the actuator will cycle as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. An image evaluation was performed and found the device with no visible defects. The t anchor is outside the needle lying on a surgical mat. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the test specifications found that a minimum of 10 devices will be tested to ensure accurate representation of the implant population. Therefore, ultimate tensile strength must exceed 59.23n (13.32lbf). A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (failure to fully actuate the device behind the meniscus during implantation). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a meniscus repair, after deploying the t1 of one (1) ff flex crvd instr, the t2 was released but during the tightening process, t2 implant suddenly slipped out, resulting in its inability to be used. The t2 was removed with forceps. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up. No further complications were reported.